Event description:
It was reported that the customer experienced a low blood glucose (bg) below 40 mg/dl; cause was unknown. Customer went to the emergency room (ER) and was treated with glucose gel and juice. Customer was released from the ER the same day with the issue resolved and no permanent damage. Recommendation was made to discuss diabetes management with a health care professional.